Event description:
It was reported by service report that the head end high/low lift was not working. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: power coil cable was unplugged.